Manufacturer narrative:
Correction to lot #: the reported lot number was determined to be an invalid lot number. The actual lot number is unknown at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a blood glucose of 286 mg/dl with slowed speech, and cognitive impairment. The reporter indicated intending to deliver a bolus but was unable to remember how to do so from the pump. The patient was walked through delivering a correction bolus and the patient¿s blood glucose decreased and the patient¿s symptoms resolved; the patient¿s speech returned to normal and the patient was able to remember how to use the pump. The pump was reviewed with the patient and found that the pump had alarmed for an occlusion while the patient was sleeping and the patient did not respond to the alarm right away. The review of the occlusion alarm indicated that the patient had not changed the pump supplies in a week. The patient was advised on changing the pump supplies per the instructions for use. This report is made based on the allegation that the patient experienced hyperglycemia associated with using the pump supplies longer than intended per the instructions for use.

Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.